Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes (B)(4) complaints system revealed two other similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. However some possible root causes based off of past investigations of similar failure modes; it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
A representative of the (B)(6) hospital called to report the incident. It was reported that during the procedure involving the shoulder, the expressew iii needle tip broke off in the patient, the size was not available. The surgeon did take x-rays and was not concerned with leaving the piece where it was. To complete the procedure another needle was used with no delay.

Event description:
A representative of the (B)(6) hospital called to report the incident. It was reported that during the procedure involving the shoulder, the expressew iii needle tip broke off in the patient, the size was not available. The surgeon did take x-rays and was not concerned with leaving the piece where it was. To complete the procedure another needle was used with no delay.